Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated and a suprarenal extension were implanted to treat an abdominal aortic aneurysm. The patient returned 6 years post-op presenting with abdominal pain and claudication. A follow-up CT was completed (B)(6) 2018 which showed the presence of a heavily dilated, aneurysm, and tortuous aorta throughout. The stent graft does not have proximal seal with a potential endoleak evident; however, the endoleak type cannot be determined. It was noted that the aorta is too large for endograft repair. Patient had an open repair that was completed on (B)(6) 2018 and was reported as doing fine post procedure.

Manufacturer narrative:
Based on the information received, clinical evaluation was unable to confirm the reported abdominal pain/claudication and open repair. Additionally, clinical evaluation main body stent buckling; stenosis of the aorta and bilateral iliac arteries and lower extremities. The remodeling of the aorta in combination with the pre-existing tortuosity likely resulted in and compromised fabric integrity [in combination with strata material] and buckling of the main body stent (~50%). The most likely cause of the buckling was the inadequate patency of both components, as well as the bilateral iliacs arteries and their prospective legs. Procedure related harms at the time of implant that included renal and respiratory dysfunction, which was resolving at discharge. The final patient disposition could not be determined, but reportedly, the patient had an open repair and was doing well post operatively. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Patient codes - (B)(4).